Manufacturer narrative:
This report is submitted on october 15, 2021.

Manufacturer narrative:
This report is submitted on september 16, 2021.

Event description:
Per the surgeon, the patient experienced skin breakdown at the implant site, resulting in exposure of the implant. It was suspected to be caused by impact to the implant site. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.